Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the light on the lightsource goes on and off when the lightcable is moved.